Event description:
The work station power cord has cracks in outer the shielding and is taped.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the work station power cord to correct the possible safety issue posed by the taped/worn insulation on power cord.